Manufacturer narrative:
Concomitant products: 620rg25 heart ring, implanted: (B)(6) 2010.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The rv lead was found to have high impedance and no capture. The lead was programmed off and is scheduled to be replaced. The lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.